Event description:
It was reported via the stryker facebook page; I had a partial with a mako stryker in 2023, doctor left me in valgus alignment, more pain than before, so 8 months later was revised to a total knee in 2024 (by a different surgeon). The equipment is only as good as the surgeon using it.